Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 11nov2019, and it was investigated on 20dec2019. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the tube. The seal was inspected. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Based upon the received condition of the device, the reported complaint for "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When hospital tried to load and use the seal part of heartstring iii in the normal procedure, the seal part could not be developed normally. (Seal did not load properly) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When hospital tried to load and use the seal part of heartstring iii in the normal procedure, the seal part could not be developed normally. (Seal did not load properly) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When hospital tried to load and use the seal part of heartstring iii in the normal procedure, the seal part could not be developed normally. (Seal did not load properly) a replacement device was used to complete the procedure. The hospital did not report any patient effects.